Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing. Reportedly, the customer primed up to 17 units and still did not see insulin drops. Tandem technical support assisted the customer in completing the load fill tubing sequence; customer was successfully able to complete the sequence and resume insulin delivery. The customer's blood glucose level was 346 mg/dl and was addressed with a correction bolus.